Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert when attempting to charge the pump with multiple cables and wall adapters. Subsequently, the battery was observed to be depleting rapidly and the pump battery became hot to touch. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Based on the analysis, the alleged battery becoming hot to touch issue could not be verified.